Event description:
The customer reported that the CT number listed in the region of interest (roi) of a pt's images was higher than expected. The field svc engineer (fse) evaluated the sys and determined that the mean CT number was 43 hounsfield units (hu) too high due to corrupt reference table files within the common image reconstruction sys (cirs) s1 server. The fse confirmed that the pt did not rec'd inappropriate medical treatment or a rescan as a result of the malfunction. The fse performed the "settables uts" program to synchronize the cirs reference tables with the host computer to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2013, the customer reported that when reviewing a region of interest (roi) of images produced utilizing there philips brilliance 64 slice CT sys, the displayed values were higher than expected. The radiologist was evaluating an area determined to be a cyst and expected the area to measure 15 hu or less. When measured, the cyst showed CT number values in the 40 50 hu range. The customer contact philips svc and halted all use of the sys until maintenance to correct the issue could be performed. In the meantime, the radiologist began to review studies performed previously to trace when the issue began and confirmed whether an misinterpretations had occurred. The radiologist determined that the CT number discrepancy began on (B)(6) 2013. The radiologist found that between (B)(6) 2013, 5 add'l pt procedures exhibited CT numbers which were too high. (B)(4) add'l complaints were entered into the trackwise complaint database to document the occurrences. The customer confirmed that of the six total pts whose images listed incorrect CT numbers; none rec'd inappropriate medical treatment as a result of the malfunction. On (B)(4) 2013, the field svc engineer (fse) arrived at the customer site and evaluated the sys. The fse performed constancy testing of the sys. The sys failed the constancy test because the mean CT number was 43 hu higher than philips recommended spec. The fse determined that the reference files within the cirs s1 server had become corrupt, resulting in the CT number shift. The fse ran the "settablesuts" program to synchronize the cirs reference tables with the host computer to resolve the issue. The fse then reperformed the constancy test which confirmed that the sys was now within philips recommended spec. The fse was unable to determine how the cirs reference tables had become corrupt. The fse did not save a bugrep or the sys log files, but did provide images for further analysis. The fse repair actions were documented in a sap svc work order. As a bugrep and the system log files were not available for eval, CT engineering was unable to determine the root cause of this malfunction. The probably cause has been determined to be that the cirs reference tables became corrupt, based on the correction performed at the site. There is potential for misinterpretation of images and/or mistreatment of a pt if the CT number values are incorrect on pt images. CT engineering determined this issue to be an acceptable risk. This issue would not be likely to result in death or serious injury because: perform iq verification and review; daily and monthly images quality checks by operator; verification of image quality for all scanner modes, including: voltage, scan types, collimation, resolution, reconstruction filters; operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts; the sys shall be operated only if performance qa has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly adjusted, sys shall not be used until repair is made; the CT scanner shall be operated by qualified operators only. As a bugrep and the sys log files were not available for eval, CT engineering was unable to determine the root cause of this malfunction. The probable case has been determined to be that the cirs reference tables became corrupt, based on the correction performed at the site. (B)(4).